Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjoh (B)(4) on behalf of the importer (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.